Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure as the pump was no longer functional. During surgery, it was confirmed that the pump tubing was torn. Therefore, the entire ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the device identified the kink resistant tubings (krt) to be worn down to the filament. However, no leaks were observed. Visual examination of the cylinders identified that the components had wear at fold by the proximal bodies. Functional testing of the cylinders identified the components performed within specification. Visual examination of the pump identified contamination in the component; therefore, the pump was not functionally tested. The reservoir was visually and functionally tested and it was identified that the component performed within specification. Based on all the available information, the cause that contributed to the hole allegation was not established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure as the pump was no longer functional. During surgery, it was confirmed that the pump tubing was torn. Therefore, the entire ipp was removed and replaced. No patient complications were reported.